Event description:
While attempting to snare and remove a polyp, the snare became embedded in the colon thereby making snare retrieval impossible. The pt was taken to surgery to remove the snare. At this time co does not know if the hospital will be returning the device for eval.